Event description:
Event description guidant received information that this transvenous defibrillation lead oversensed noncardiac signals, resulting in false tachy detection and inhibition of ventricular pacing. No adverse patient effects have been reported.